Manufacturer narrative:
A steris technician inspected the lighthead and could not duplicate the event. The technician found that both the primary and backup lamps in the lighthead were non-steris lamps, and that there was a crack in the lighthead socket. The technician replaced the lighthead socket, replaced the lamps with steris lamps, tested the lighthead and placed it back into service; no further issues with this lighthead have been reported. The cause of this event is likely due to the use of non-steris lamps which caused the lighthead to overheat and stop working. The operator manual contains a warning that states "use only steris replacement lamps in this lighting fixture. Use of lamps other than those provided by steris may damage this equipment." The lighthead is not under steris service contract and is currently maintained by the facility biomedical department. Steris has offered in-service training on the proper use and operation of the lighthead and is awaiting a response.

Event description:
The user facility reported that during a patient procedure, the surgical lighthead stopped working. The procedure was completed successfully with minimal delay as hospital staff utilized another lighthead present in the operating room. No injuries were reported to hospital staff or patient.